Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Event description:
It was reported that the device displayed a blower temperature too high error. It was reported that the device was in use at the time of the event; however, there was no patient or user harmed. The customer reported that the device was rebooted but was ineffective. It was recommended to replace the blower. During onsite service, the service engineer (se) reported hearing an abnormal noise. The se reported that there was a turbine noise and noted that it was a turbine problem. The se replaced the turbine/blower to resolve the issue. The device was returned to full functionality.